Event description:
As initially reported to customer relations: tao et al 2022 - supera stenting in the common femoral artery: early experience and practical considerations. All patients were seen and assessed by a staff vascular surgeon and/or interventional radiologist prior to the procedure. All patients included in this study were declined for surgery and referred to endovascular treatment as it is local practice to perform endarterectomy for significant common femoral artery stenoses. Local anesthesia with conscious sedation was provided. Arterial access into the common femoral artery or brachial artery was achieved using ultrasound guidance. Following vascular sheath placement, a digital subtraction angiogram was performed to visualize the cfa and the bifurcation. Various catheters and guidewires were used to navigate to the target lesion. Pre-stenting angioplasties were performed in all patients, and stents were inserted when the residual stenosis was more than 30% of the native artery diameter following angioplasty. In such cases, patients received supera stents (abbott vascular, chicago, il) or self-expandable stents (zilver, cook, bloomington, in; epic and innova, boston scientific, boston, ma). Stent sizing selection was based on the vessel diameter and was equal to or 1 mm less than the pre-stenting angioplasty balloon size. Poststent deployment angiograms were performed to ensure satisfactory post-stenting results. Complaints detailed below: off label use of the zilver stent in the cfa - the most common access site is the femoral artery (n = 13) with the up-and-above technique utilized in most patients (n = 11). Type iii cfa lesions were the most intervened (n = 6) in this subgroup supera stents (abbott vascular, chicago, il) were placed in all patients with de novo cfa lesions, while self-expandable stents (zilver, cook, bloomington, in; epic and innova, boston scientific, boston, ma) were inserted into anastomotic stenotic segments of the cfa. Each pre-deployment and post-deployment angiogram was closely examined, and the location of stent placement was determined based on figure 2. Single isolated cfa stents were placed in 8 patients; single jailed profunda and sfa stents were placed in 4 and 2 patients, respectively, while 2 patients had double kissing stents deployed into the superficial femoral artery (sfa) and profunda. Technical success was achieved in all cases. This complaint was opened to capture the off-label use of the zilver stent. This device is not indicated for use in the common femoral artery. No adverse effects reported.

Manufacturer narrative:
Likely PMA/510(k) # for zilver flex 35 vascular self-expanding stent: p050017/s006. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Likely PMA/510(k) # for zilver flex 35 vascular self-expanding stent: p050017/s006. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zilver flex devices are subjected to a visual inspection and functional inspection to ensure device integrity. It should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off label use can be concluded based on the information provided. The information for use states that the device is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery however, from the information provided the target location was the common femoral artery. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from literature paper tao et al ¿supera stenting in the common femoral artery: early experience and practical considerations¿. According to the initial reporter, 01 zilver stent was used off-label. There were no reported adverse effects as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.